Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
The device was returned and evaluated by product analysis on 10/06/2014 with the following findings: the complaint could not be duplicated or confirmed with investigation. Review of the pump¿s black box revealed the last basal and bolus deliveries occurred on (B)(6) 2014. The basal and bolus history matched the total daily dose history. The pump successfully completed a prime sequence, bolus history, and 24-hour exercise test without issue or alarm. A delivery accuracy test found the pump to be delivering accurately. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the reporter alleged the patient¿s blood glucose was 26 mg/dl without signs or symptoms of hypoglycemia on an unknown date. It was reported the patient remained on pump therapy. No additional information was provided and troubleshooting was unable to be completed. This complaint is being reported because the alleged hypoglycemia was attributed to an alleged inaccurate delivery issue of unknown cause.